Event description:
It was reported that device entrapment occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotablator plus and rotawire were selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the burr rotation speed suddenly slowed down and the burr held by a rotawire, stopped and the devices were removed from the patient. The procedure was completed with this device. No complications reported and the patient is fine.